Event description:
According to the distributor's report, the device was used to close a non-facial lacerationl. During the procedure, the pt moved and some of the adhesive got on the pt's eyelashes sealing the eye shut. No further info was reported.